Event description:
During the intervention, the surgeon remarked some weird/strange characteristics on the head of the electrode. One or several parts of the ceramics are missing on the head of the electrode. The missing parts have not been found.